Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the helix of the right ventricular (rv) lead was found to be damaged, likely due to being caught on trabeculae or papillary muscle during deployment. The rv lead was removed with some pulling force and the sprung helix was confirmed. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.